Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported color bars appeared when the scope is connected during maintenance involving an olympus video system center. The customer suspected that the cause of issue was due to connector. There was no patient involvement.